Event description:
The customer reported to olympus, fibers were found in the lumen (spiraled area near end of scope interior) on the cysto-nephro videoscope. The issue was detected in the scope room with a borescope. No patient injury was reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The insertion tube had a partially white marking and olympus letters missing. The bending section cover glue had a crack and scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, scraping was found in the forceps channel. It¿s probable the scraping occurred during the insertion of the forceps channel causing the foreign material. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.